Manufacturer narrative:
(B)(6), 2012 a response from the manufacturer is pending. Device was not returned.

Event description:
After (B)(6) of implantation, this pacemaker was explanted because of an infection. A new reply pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2012: a response from the manufacturer is pending. (B)(4) 2012: since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures.

Event description:
After a month of implantation, this pacemaker was explanted because of an infection. A new reply pacemaker was implanted.